Manufacturer narrative:
A complete analysis and testing of opened and used reservoirs. Inspected the reservoirs snap cap and septum for anomalies none were found. Performed occlusion test by filling the reservoir with diluent, connecting to a new infusion set and installing into a medtronic 7 series insulin pump , performed a manual prime fluid flowed through the infusion set and out of the catheter tip, conclusion the reservoirs are not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 177 mg/dl at the time of incident. The customer's blood glucose was 241 mg/dl at the time of incident. The customer stated that she called back due to a no delivery alarm that recurred. The customer stated that the first no delivery was resolved with a set change but the no delivery alarm recurred and was resolved with both infusion set and reservoir change. The reservoir will be returned for analysis.